Manufacturer narrative:
Procode: medical device type: fmi/jka. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set with pre-attached holder experienced a damaged unit package with the sterility being potentially breached. The following information was provided by the customer: verbatim: ¿deformed packaging on pbbcs pah. Customer phoned to say that they had received pbbcs pah product where the packaging on the individual devices wasn't sealed. Asked to send photos. Appears as if the moulding of the plastic trays isn't right as clear plastic is almost flat on some packages. Confirmed product had not been in a space where it might have been exposed to heat. Customer says that they had just been received yesterday. All 6 shelf packs when opened have packaging in various deformed shapes.¿ complaint summary detail: this complaint is MDR reportable. Sterility is compromised, could lead to serious injury or death (infectious complications). Event type: damaged or open unit package / seal where sterility is compromised / malfunction.

Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it was reported that the bd vacutainer® push button blood collection set with pre-attached holder experienced a damaged unit package with the sterility being potentially breached. The following information was provided by the customer: verbatim: ¿deformed packaging on pbbcs pah. Customer phoned to say that they had received pbbcs pah product where the packaging on the individual devices wasn't sealed. Asked to send photos attached. Appears as if the moulding of the plastic trays isn't right as clear plastic is almost flat on some packages. Confirmed product had not been in a space where it might have been exposed to heat. Customer says that they had just been received yesterday. All 6 shelf packs when opened have packaging in various deformed shapes.¿ investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for deformed and open packages with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for deformed and open packages with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to heat exposure of the product after manufacturing. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® push button blood collection set with pre-attached holder experienced a damaged unit package with the sterility being potentially breached. The following information was provided by the customer: verbatim: ¿deformed packaging on pbbcs pah: customer phoned to say that they had received pbbcs pah product where the packaging on the individual devices wasn't sealed. Asked to send photos attached. Appears as if the moulding of the plastic trays isn't right as clear plastic is almost flat on some packages. Confirmed product had not been in a space where it might have been exposed to heat. Customer says that they had just been received yesterday. All 6 shelf packs when opened have packaging in various deformed shapes.¿